Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, black mold like appearance. Leak test and microscopic analysis were performed and identified wear abrasion and a curved sharp opening on radius in the same location of crease. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a curved sharp crease opening on radius assessed as fold flaw opening.

Event description:
Device has been explanted.